Event description:
The IV tubing was utilized for a levophed infusion. The tubing was loaded into the IV pump and connected to the patient. The pump was programmed and appeared to be infusing the medication. The patient did not appear to be responding to the medication despite incremental increases in the medication. Approximately 1 hour into the infusion, the rn found a puddle of liquid under the bed and on the mattress when the IV tubing was laying. The registered nurse (rn) noticed the IV tubing was wet and appeared to be leaking near one of the ports. The IV tubing was replaced and the medication restarted. The patient immediately responded to the medication with a rapid increase in sbp[systolic blood pressure], and rapid decrease in hr [heart rate]. At this time, there is no known harm to the patient.